Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patient was explanted for MRI eligibility. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.